Event description:
Reporter stated that customer received the following results on the active system within 10 minutes, 2 minutes, 2 minutes, and within 1 minute respectively: 1. 13 mg/dl and 265 mg/dl 2. 265 mg/dl and 134 mg/dl 3. 14 mg/dl, 11 mg/dl and 263 mg/dl 4. 427 mg/dl and 16 mg/dl the 265 mg/dl result was not duplicated. Sets of readings obtained at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are not available any longer and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.